Event description:
The reporter stated that the surgeon inserted a aq20i0v three piece silicone lens. The lens was cut into pieces to remove from the eye. Additional information has been requested from the user facility, but none has been forthcoming. If additional information is received a supplemental med watch shall be sent.

Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product showed that one lens haptic is torn off and missing and the lens optic is torn in two pieces. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.